Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Additional information was received stating that x-rays were taken and were reported by the physician to be unremarkable. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Information was received on 10/27/2015 that states that the physician saw the patient that day. He had previous high impedance dcdc 7. It mentions that the patient had a mass in the left side of his neck where the vns was placed. He saw an ent who thought it might be a tumor. The patient developed an open wound in his neck that was quite large and this resulted in dr. Mitchell removing the vns and the wire lead. According to the patient's wife, the lead was black as if it had been fried. No further relevant information has been received to date.

Event description:
Information was received from a company representative that the patient¿s generator and lead were explanted on (B)(6) 2015. Information was received from the neurologist that he has not seen the patient in follow-up since his vns was removed. There was high lead impedance prior to removal. The surgeon reported either a severe inflammatory reaction versus infection. There is no plan to re-implant at this time.

Event description:
Information was received from the company representative on (B)(6) 2015 that the explanted generator and lead will not be returned. Information was received from the neurologist¿s office on (B)(6) 2015. Clarification was provided that the severe inflammatory reaction versus infection was specific to the patient¿s left neck. Patient has not returned to the office for follow-up to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.